Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the instrument has a loose screw at the jaw and is no longer working properly. The instrument was used in a spinal procedure at l4-l5, no patient complications were reported.